Event description:
The patient was undergoing a thrombectomy procedure in the left m1 using the penumbra system 4max reperfusion catheter and separator. Before the procedure, 15 million units of intravenous (IV) tissue plasminogen activator (t-pa) and carotid pta were administered to the patient. An optimo guide catheter 8fr. Was deployed and then a reperfusion catheter 4max was advanced to the target vessel along with a chikai 14 neurovascular guide wire. Aspiration was conducted with a 4max separator and the 4max reperfusion catheter for 30 minutes. The patient was then given 5,000 units of heparin. The following day, a computed tomography (CT) indicated a small hemorrhage in the nucleus basalis region and the patient's neurological symptoms worsened. Another CT revealed that the hemorrhage had widened. The physician closely monitored the patient's condition but withheld any further treatment. Approximately 3 months later, the patient left the hospital. Physician's comment: I used the penumbra system for the left m1. The patient developed cerebral hemorrhage in the left branch of the mca where the penumbra system was deployed; therefore, the relation between the event and the penumbra system could not be denied.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2014-00059. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.